Manufacturer narrative:
Console #20, installed with the two controllers that did not pass calibration (s/n (B)(4)), was returned to syncardia for eval. The reported calibration issue was duplicated in the lab at syncardia. The failure of flow on both the primary and back up controllers was resolved by adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary. However, in some instances, it assists in bringing the waveform into calibration. After adjustment of the shims inside the clipped valves of both controllers, the css console passed the console test validation protocol. The calibration issue poses a low risk to a pt, because the issue was observed during a console checkout and the css console was not supporting a pt. This issue did not present a danger to the operational stability of the css controllers but rather presented a borderline flow pressure, which at times was just outside of the acceptable limits, causing calibration failure. The reported calibration issue would not prevent the css console from performing it's life-sustaining functions. Syncardia has completed it's eval of this complaint and is closing this file.

Event description:
This css console was not supporting a pt. Customer reported that the implant team was preparing for tah-t implant surgery. During a routine console checkout in preparation for surgery, the primary controller (s/n (B)(4)) on css #20 would not pass the console test validation protocol. The backup controller (s/n (B)(4)) passed the console test validation protocol. The primary controller (s/n (B)(4)) on css #22 also did not pass the console test validation protocol (reference 3003761017-2012-00025). The backup controller (s/n (B)(4)) that passed the calibration protocol was removed from css #20 and installed as the primary controller in css #22. Css #22 passed the console test validation protocol, which includes calibration of both controllers, and was used in the tah-t implant surgery.